Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was corroborated. Laboratory evaluation and log analysis confirm the batteries are defective. Log analysis confirmed the last measured discharge (lmd) was too low and laboratory evaluation found the conductance measurements were below specifications and the batteries failed the load test. Per the script questions, the user follows proper battery maintenance procedures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The power light emitting diode (led) on the front panel of the system-1 was green. The field service representative (fsr) will determine parts return when he goes out for repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message "battery needs service. Full back-up may not be available" displayed on the system-1. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) was able to duplicate the reported issue. The fsr checked the base operation, and checked out ok. The fsr replaced the batteries in the system base and rechecked base operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation.